Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure went well, but due to calcium in the native annulus, the valve was unable to fully expand. The incomplete expansion resulted in severe paravalvular leak (pvl) and a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav an annular rupture occurred, and the procedure was immediately converted to surgery. During the surgery the valve was explanted, and a sharp piece of calcium was identified. The sharp piece of calcium had pierced the aorta and tamponade occurred. The tamponade was sealed, and a surgical valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was learned that the paravalvular leak was caused by incomplete/under expansion of the valve. Under-expansion of a transcatheter valve can be related to several patient and procedural related factors. In this case, it was learned that a sharp piece of calcium was present which may have caused or contributed the reported under-expansion. The aortic rupture was reportedly caused by a sharp piece of calcium detected upon surgical exploration to treat the bleeding. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.